Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead, in both unipolar and bipolar, triggered a high and undefined impedance warning. The rv lead remains in use. No patient complications have been reported as a result of this event.